Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgical procedure device broke. Pieces were successfully removed with no patient injuries. A backup device was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One knife rasp was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal tip has broken off. The shaft is bent on two planes. The device was rockwell tested for material condition and found to meet print specification. The condition of the device indicates it was subjected to excessive force during use.